Event description:
A customer contacted beckman coulter (bec) reporting about 10 cubic centimeters (cc) of fluid leaked from the coulter ac*t diff 2 hematology analyzer and onto the counter after the baths overflowed. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed that the baths were not draining properly and the fse replaced the waste pump and waste filter to resolve the bath overflow issue. Failure mode: waste pump and filter. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).